Event description:
It was reported that on (B)(6) 2013, during a pre-planned surgery to create an arterio-venous fistula in the left arm, three segments of an unspecified balance middleweight (bmw) guide wire, totaling 48 centimeters, were discovered in the patient vasculature. Reportedly, a retrospective case review by the site indicated that the bmw guide wire had separated inside of the patient and was lost during an interventional radiology procedure performed on (B)(6) 2013 to treat a clotted dialysis access. Though intervention was attempted (B)(6) 2013 to remove the guide wire pieces, the site was unable to confirm if all of the bmw guide wire pieces have been recovered from the anatomy. There were no reported adverse patient sequelae and no report of a clinically significant delay. The final patient outcome is not known at this time. No additional information was provided.maude report indicates:volun (B)(4) 2013: on (B)(6) 2013, a broken ir [interventional radiology] guide wire (three segments totaled 48.0 cm/21.8 fl in length) was found in (B)(6) left arm during vascular surgery to create an av fistula (avf). Preliminary review indicates the guide wire was lost during the ir procedure on (B)(6) /2013. This was found through retrospective review through quality mgmt; discovered on (B)(6) 2013. Unexpected event within the standard of care. Reason for use: chronic kidney disease - htn [hypertension], clotten avf.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning, therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot also could not be conducted, because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.